Event description:
This pt was undergoing a coronary artery bypass graft (CABG) procedure. This was the anesthesiologists's 1st experience placing the endopulmonary vent catheter (epv) and the endocoronary sinus catheter (esc). He was being coached by a colleague. The catheters were placed in a prep room where fluoroscopy was not available. The epv was inserted through the right internal jugular vein. When the balloon on the flow directed catheter was inflated, it appeared to be several centimeters within the coronary sinus. There was no hemodynamic deterioration at that time, and the epv was repositioned. The ecs was then inserted through an introducer in the right internal jugular vein and advanced into the coronary sinus. Transesophageal echocardiography was used for guidance. The esc balloon was inflated with 2 cc of saline and ventricularization of the coronary sinus wave form was seen. The pt's hemodynamics deteriorated consistent with pericardial tamponade. An emergent sternotomy was performed and cariopulmonary bypass was rapidly established. A 1 cm coronary sinus tear was found and repaired. The operation was completed and the pt recovered fully. The surgical team believes that the coronary sinus may have been damaged during initial inflation of the epv balloon catheter within the sinus. When the esc balloon was inflated, the tear extended and caused hemodynamic compromise.